Manufacturer narrative:
We received one dpt with pressure tubing for examination. The dpt zeroed and sensed pressure accurately on a pressure monitor. Electrical testing showed that the dpt electronic components were intact because both input and output impedance were within specifications. Zero-offset also met specification. No visible defect was found from the dpt cable connector. Pressure test was performed at various pressure values, 0, 50, 100 and 300 mmhg and in reverse order with ge pressure monitor. Electrical testing was also performed. Visual examinations were performed under microscope at 10x magnification. There was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. A supplemental report will be forthcoming with the device history review.

Event description:
It was reported that "the pressure value was inaccurate during use. The customer thought the value was inaccurate, so they changed the device to another one, and found that the first dpt was showing about 25mmhg higher. The patient monitor used with the kit was probably nihon khoden." Further details could not be obtained from the customer.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.